Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -7.5 diopter, and noticed the lens was injected in the eye upside down. The lens was removed within the same surgery with no patient injury. The back up lens was implanted with no issues. The reported stated that the cause of the event was unknown.